Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 28mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the distal tip of the introducer was found slightly compressed. The tip of the introducer presented signs of mechanical compression. A functional test was attempted using the associated microcatheter; however, the proximal end of the stent could not passed through the tip of the introducer. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the impeded stent was confirmed based on the damaged introducer. This damage suggests that excessive force was inadvertently applied while aligning the tip of the introducer with the luer hub of the associated microcatheter. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2,and h11. Section b5: additional event information received on 17-mar-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. They were to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 30 minutes procedural delay did not result in a patient adverse consequence. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9924752) became impeded at the proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31667102) and could not advance further. The physician removed both the stent and the microcatheter (mc)from the patient and replaced them with new devices. The procedure was successfully completed using replacement devices. The event resulted in approximately a 30 minute prolongation of the surgery. No patient injury was reported.